Event description:
Additional information received reported that the patient was exercising a lot after implant and the patient could push on the device and there was 'a decent amount of skin there.' It was reported that the patient's wife was told that the device would never be taken out. The reporter stated that the patient had back injuries in the past and the patient's left side looked anatomically different than the right side. It was reported that the patient's physician gave him options to turn the device as low as possible or turn the device off for several months and have surgery to remove it. The reporter stated that the patient did not want to be 'left without a device that once worked.' It was reported that the patient thought he was too active after surgery and would like the device relocated to his right side. The reporter stated that the patient's issues did not change when the stimulation was turned off and sometimes when the device was turned off the patient was able to pass urine and the discomfort was reduced. It was unclear how the patient's symptoms were affected when the device was off. It was reported that there was a loss of therapeutic effect and the pain at the device site was the same as the surgical pain in (B)(6) 2012. The reporter stated that the patient's physician said the device could be 'rejecting itself.' It was unclear what this meant. It was reported that the therapy was not going well. It was noted that a manufacturer representative said that all the readings from the stimulation were normal. It was reported that the patient talked to his healthcare provider about the shocking and the healthcare provider did not know why the patient was being shocked. It was noted that the event occurred following a replacement and the patient's symptoms were located at the device pocket. It was reported that when the patient put on his undershorts the band got caught on the device, and that patient believed that the device had 'properly moved.' It was unclear what this meant. The reporter stated that the patient's doctor wanted the patient back in the office to determine if the device or leads had moved. It was noted that when the patient was lying down his symptoms were fine. It was noted that the patient 'loved going to the gym' but was confined to his house. It was reported that the device 'not working' was a stressor and caused the patient to be 'more depressed.' The reporter stated that the patient had knee problems many years ago. It was reported that the patient was experiencing anxiety about being shocked.

Event description:
It was reported the patient had several shocks and has had "reps try to help them." It was noted the patient had a few implants and the patient was not sure why the past devices had failed. The implant was on the left side and the patient had horrible pain. It was also noted the patient stated their health care professional told them they were a "hypochondriac." It was also stated the health care professional did not want to do any diagnostic testing. Follow up reported that x-rays had been taken, impedances were tested, and the device had been reprogrammed. It was also noted the patient had experienced an excruciating shocking sensation several months ago, but it was said the patient had not experienced this feeling for almost 7 months. It was noted the patient wanted the medtronic representative and the health care provider to guarantee that they would never experience the shocking feeling again. The health care professional offered to turn off the device or explant the device but the patient refused. No further information was reported.

Event description:
Additional information received reported the shocking, discomfort at implant site, and therapy issues had continued. Earlier in the week, the patient had rolled over and the patient felt a sharp pain under the incision site, and it was still hurt at the time of report. The pain was described as a "shock or pull." It was reported the patient had "jostled the device before but the pain went away" before. The patient turned the device off for 1.5 days. The patient thought the device was "too shallow." The physician did not think it was infected. The only time the patient had the urge to go was when he would lay on his side. While standing or moving the patient had no urge. Increasing amplitude caused more pain and discomfort. It was reported the physician had told the patient that he should consider removing the device. The patient felt that the leads had moved, based on how he "felt" the leads in his body; however an x-ray had shown no movement. Additional information received reported the patient had been shocked "approximately 5 times" since implant, with the worst shock occurring in the abdomen and bringing the patient to the ground. As previously reported, during a diagnostics check the patient was shocked, and it was reported the patient was "knocked half way across the room." The device showed that "everything was okay" at the time. The last time the patient had the device checked was (B)(6) 2012. The patient's ongoing pain was described as 5-6 on a daily basis, and it felt like the implant was "pushing up against the skin." The pain at the patient's implant site would go "diagonal to his butt crack" while walking. The patient could feel an "electrical tingling sensation" at the implant site. When the patient turned the device off for 3 days, the pain decreased substantially. The patient had "back trauma" on his left side, the side of implant, and questioned whether it was contributing to the issues. Additional information received on (B)(6) 2012 reported the patient had been seen several times, and reprogramming attempts were done without the patient acknowledging success. A physician had done x-rays that implied the lead placement was good, and was working as designed. The patient had refused turning off the device for a week, or having the device removed. The physician had believed the issue to be a patient expectations problem.

Event description:
Additional information received reported that the device was not working like it should be working. The reporter stated that the patient had pain at the lead location. It was reported that the device seemed to be working after the replacement surgery up until (B)(6) 2013. The reporter stated that the patient was told by a healthcare provider to continue to exercise and another healthcare provider reviewed that the patient shouldn't do anything that put strain on the back. It was reported that a patient had an x-ray and ultrasound done that showed that his bladder was not emptying. It was noted that the patient wanted the device to do what it was intended to do and would like diagnostic tests performed on the system. It was reported that there was no known accident or incident related to the event and 'this' was working fine until two weeks after (B)(6) 2013. It was unclear what 'this' referred to. The reporter stated that the patient's doctor had reviewed to turn off or adjust stimulation to see if it helped with the issue. It was noted that the patient wanted the device checked.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient felt a shocking or jolting sensation and the only time the patient felt the urge to void was when he laid down. The patient states that if he didn't lie down there could be a gap of 10-12 hours between voids. The patient first experienced shocking when he started to get off the couch. The patient stated his first internal neurostimulator (ins) worked perfectly. The second ins worked fine until the leads had to be replaced and the ins relocated to the other side of the patient's body. The patient stated he had a successful trial and they tested both sides. The patient reported shocking in his lower abdomen the second time when the manufacturer representative performed the diagnostic tests on each electrode. The patient reported shocking more in back where the ins was implanted. The patient saw a different manufacturer representative two months later and there was no shocking during the diagnostic tests, however, the patient had pain in his left testicle when the amplitude was increased significantly. About three weeks after his appointment while sitting down the patient felt a shocking or jolting sensation in the same area as before. Patient reported xrays were taken and the physician confirmed the correct positioning and that the shocking incidents could be related to inflammation and mobick was prescribed. The patient stated his pain had not subsided nor the discomfort at the ins site. The patient could not sleep and had clinical depression. The patient indicated he was shocked five times each for a couple of seconds and reported the ins was on in a very low setting and helps somewhat for his symptoms. The patient stated he was still having issues with the device and his concerns were not resolved. The patient had an appointment with his physician (B)(6). Additional information has been requested but was unavailable at the time of this report.

Event description:
It was later reported, the patient still had shocking or jolting sensations. The patient had been shocked five times since (B)(6) and it "took him to the floor." It was also noted again during diagnostics when the electrodes were tested the patient got shocked. The patient's pain had increased over the past three weeks. It was noted, the pain went away when the device was turned off. The pain was located three inches below the incision site. It was stated "when the last one failed, the pain was in the same location." Patient was only able to get the urge to void when lying down on the right side and sometimes on the left. Patient thought "because the incision was closer to the spine than the right side that the implant might be on a different nerve or that there is muscle irritation causing the pain." No further information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v646684, implanted: (B)(6) 2012. Product type: lead. (B)(4).